Event description:
The facility staff were attempting to monitor a pt using the combination electrodes and allegedly could not obtain an ECG signal on the device's monitor screen. The therapy cable and electrodes were swapped for the monitoring cable and electrodes. The pt's ECG rythm was then obtained. There were no adverse effects to the pt reported as a result of the reported event.